Manufacturer narrative:
The tsh reagent lot number was 808547. The expiration date was requested, but not provided. The field service engineer replaced a bent mixer and probe tubing. The probe liquid level detection and the mixer speed were adjusted. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas e 411 analyzer. The sample initially resulted in a tsh value of 0.02 uiu/ml. The customer decided to repeat the sample due to ongoing issues. The sample was repeated twice, resulting in tsh values of 24.04 uiu/ml and 24.36 uiu/ml. The customer considered the high values to be correct.